Event description:
Customer reporting 1 false negative sars result for symptomatic patient. The result was positive when repeated on a rapid antigen test.

Manufacturer narrative:
Investigation summary: multiple attempts were made to gather further information from the customer without success. Without data we are unable to investigate the issue. Root cause: insufficient information. Source: phone.